Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2021 (thursday), when the patient woke up, felt terrible and tested for blood glucose level, which was showed high (above 33.3 mmol/l). Therefore, the patient noticed that the infusion set's pump site was unclipped throughout the night. Subsequently, while waiting for the ambulance, the patient tried to treat high blood glucose with correction bolus and in the ambulance, the paramedics administered fluids intravenously. Consequently, on the same day ((B)(6) 2021), the patient was admitted to the hospital due to diabetic ketoacidosis. The patient had ketone levels which the healthcare professional assessed as dangerous/life threatening. Reportedly, the infusion had been used for less than 12 hours. During hospitalization, the hospital took off patient's pump and administered insulin via intravenous route as corrective treatment, which resolved the issue. On (B)(6) 2021 (saturday), the patient was released from the hospital with no permanent damage. Moreover, the patient did not notice any damage to the infusion sets when the package was first opened, and they replaced the infusion set. No further information available.